Event description:
It was reported that the ilet user¿s pump entered bg run mode when the continuous glucose monitor (cgm) sensor expired and the user did not have a replacement due to a prior early sensor failure. The user was advised to contact the cgm manufacturer for sensor replacement. There were no reported adverse clinical effects. Outcomes included no impact to blood glucose control despite delay to therapy. Investigation included a complaint review and user education on sensor replacement and cgm supplier follow-up. Investigation of this case revealed that the cgm sensor expiration and lack of available replacement led to operation in bg run mode, with no device malfunction of the ilet pump identified. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance related to use error and cgm sensor availability.